Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, that patient has had several episodes of diabetic ketoacidosis (dka). It is unknown if the patient was using the dexcom system at the times of events. Additional patient or event information is not available.